Event description:
Analysis of the returned device identified two fractured conductors resulting in the loss of electrical continuity. This fracture is consistent with "subclavian crush" where the lead is clamped between the first rib and clavicle. Subclavian crush has been well documented in the literature, see the attached article. Testing of returned devices is similar in scope to tests conducted during co's final production acceptance test. Based on co's performance monitoring co feels that the performance of the model 6936 is acceptable and have no info to suggest a remedial action is appropriate.